Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2012 and suture was used to suture down the trocars. Prior to using the suture on the patient, the suture simply popped off of the needle. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.